Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip cable was frayed at two different locations at the distal end, but was not broken. The cable strands stuck out at the wrist. The cables were still tensioned and the instrument wrist was still functional but movement may not be precise. The distal idler pulley spun freely, was undamaged, and did not exhibit any wear. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si prostatectomy procedure the fenestrated bipolar forceps instrument was noted to have a broken wire after the surgeon used it for awhile. It was inspected before the procedure. The case was completed with a replacement instrument of the same type. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.